Manufacturer narrative:
A resolute onyx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion obtaining 90% stenosis in the right coronary artery. Resistance was felt when advancing the device. Excessive force was not used. A second 0.014 inch non medtronic guide wire was positioned distally to increase support. It is believed that the resolute onyx and the guidewires did not cause or contribute to the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, severely calcified lesion. There were no issued noted to the device packaging. The device was inspected with no issues noted. It was reported that the resolute onyx device failed to cross the lesion. The lesion was pre dilated. The device was positioned with a 0.014 inch guide wire distally. An attempt was then made to position a non-medtronic stent at the lesion, which was unsuccessful. A second 0.014 inch guide wire was positioned distally to increase support. The lesion was then pre-dilated a second time. An attempt was then made to implant the ronyx30022x stent without success. It was stated that a dissection was observed at the plaque level which impaired distal flow in the vessel. It was indicated the a non-medtronic stent was then implanted. The non-medtronic stent was post dilated at 25 atm. No further patient injury reported.

Manufacturer narrative:
Additional information: annex d codes added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.